Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. When the change history of the parts was checked, it was confirmed that the design change of the dr substrate was being made on (B)(6) 2018. It is unclear whether this design change is related to the indicated event. The issue may have been caused by long-term use in normal use, but it may have also been caused by the user connecting the scope cable or camera head with excessive force (e.g. With a strong connection). About four years have passed since manufacture of the device and occurred accidental failures such as those of patient board can occur. The instructions for use includes the following statements: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found a faulty patient boards damaged with intermittent image with 180 scopes and otv-s7 series camera heads and worn out connector pins. There was normal wear and tear on the housing. The parts were replaced. It was recommended to upgrade the software to the current version. The device was returned to full functionality and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that there was no image showing on the display when scope is connected. There was no error message. There was no patient involvement. No additional information was provided.